Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 6452712, and no non-conformance related to the reported complaint were identified. Manufacturing date: 03/01/2011, sterilization expiration date: 03/31/2016. A manufacturing record evaluation (mre) was performed for the finished device number 6456257, and no non-conformance related to the reported complaint were identified. Manufacturing date: 03/17/2011, sterilization expiration date: 03/31/2016. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced right sided rupture and left sided capsular contracture (baker grade unknown) post procedure. The left breast was described as being hard. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Both serial numbers (B)(4) were provided, however it was stated that it is not know which serial number belongs to which side. If additional information is received in the future, then a supplemental report will be submitted. See 1645337-2019-25106 for contralateral prosthesis report.